Manufacturer narrative:
Complaint confirmed, the cutter tip broke with the remaining fragment still assembled. The mechanism was found to remain functional. Complainant's event is most likely caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that on (B)(6) 2020 the surgeon was performing a right knee posterior cruciate ligament and posterior lateral corner reconstruction. Intra-operatively the tibial and femoral bone sockets were reamed with an ar-1204af-120, 12mm flipcutter ii (lot 816684176). To lengths of 40mm and 35 mm respectively. The blade was changed from cutting orientation back to drilling orientation inside the femoral socket without visual observation. The graft was passed, tensioned and fixated with button. This was all completed without any team members noticing any issue. Surgeon took a post operative radiographic image after the sterile dressings were placed and discovered a retained broken blade from the flipcutter ii. The patient had undergone a lengthy surgery with maximum tourniquet time and surgeon made the decision to bring patient back at a later date to arthroscopically remove the retained fragment. Additional information 1/6/2020: procedure scheduled for (B)(6) 2020 to remove the retained fragment. Additional information 1/11/2021: it has been confirmed that the flipcutter ii fragment was arthroscopically removed from the patient on (B)(6) 2021. The flipcutter ii and fragment are being returned for evaluation.